Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding an errc -3 message while testing on the adc meter. As a result, on 19 aug 2022, the customer lost consciousness and presented to the hospital where unspecified medical treatment was provided for hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was unable to be reviewed as the strips had expired. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. The section h10 - (additional mfg narrative cause investigation and conclusion) was incorrectly documented in the previous report. This correction has been made.

Event description:
A complaint was received regarding an errc -3 message while testing on the adc meter. As a result, on (B)(6)2022, the customer lost consciousness and presented to the hospital where unspecified medical treatment was provided for hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips all tests prior to release. Retain testing was unable to be reviewed as the strips had expired. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding an errc -3 message while testing on the adc meter. As a result, on 19 aug 2022, the customer lost consciousness and presented to the hospital where unspecified medical treatment was provided for hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.